Manufacturer narrative:
Conclusion : the thread is controlled during the production. The thread has been deformed during the surgery.

Event description:
Implantation of a left shoulder prosthesis. Screwing strength. Difficulties when screwing a screw in a metalback then the implant felt.